Event description:
On (B)(6) 2013, the lay user/patient¿s wife (reporter) contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient and/or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2013 (at approximately 8pm). Before the alleged meter issue began (time unclear), the patient reportedly was experiencing symptoms of sweating, shaking, feeling cold, and incoherent; the emergency medical services (ems) was contacted an unclear time later. The patient¿s previous blood glucose result (with the subject meter) prior to the onset of his symptoms is not known; it is not clear what action the patient took in response to his previous blood glucose reading; it is not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began; and the patient¿s blood glucose result (with the subject meter) prior to contacting ems is not clear. According to the csr¿s documentation at the time of the alleged issue, the patient reportedly obtained blood glucose readings of ¿100mg/dl¿ with the subject meter and ¿38mg/dl¿ with the ems¿s meter, performed at the same time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Immediately following the alleged product issue, the patient reportedly was administered (by the health care professional) glucose tablets/glucose gel as treatment. It is not known when the patient¿s symptoms abated. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.